Event description:
Boston scientific received information that during a routine check, this patient¿s left ventricular (lv) lead was observed to have dislodged. A revision procedure was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field the lv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.